Event description:
It was reported that the patient had a pocket hematoma and there was no left ventricular capture. The ventricular lead was repositioned, however, diaphragmatic stimulation was later discovered. The ventricular lead was reinserted via the same vein site and placed further down into the left ventricle in an attempt to avoid diaphragmatic stimulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.